Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code - mechanical (g04) - stem. The reported event is confirmed as x-rays were provided and the user reported their error. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following: humeral stem disruption of the posterior humeral cortex with cement extravasation as noted. Additional cement extravasation along the more distal humerus and proximal ulna as described. Overall alignment of the arthroplasty components is maintained. Marked osteopenia. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to use error. The report states that the device was implanted at the wrong angle. The surgical tech states to use the hinge pin removal tool to remove the pin, which was not used and resulted in the hinge damage.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during an initial elbow arthroplasty procedure, the humeral component had caused a bone puncture. An onsite revision was required after discovering that the implant angulation was incorrect. While trying to remove the humeral component, the surgeon did not use proper tooling to remove the locking pin, only force, which resulted in damage to the locking pin and hinge which forced the ulnar component to be removed with it. A new set of prostheses were implanted, and no other patient impacts were reported as a result of this event. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: associated product information, part number (lot number): 32810509302 (65469499). E1: full establishment name - (B)(6) hospital. G2: foreign - the event occurred in china. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.